Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. One day after the onset, the patient was treated with vancomycin (2 gram, frequency and route not reported) and fortum (1 gram, frequency and route not reported) for peritonitis. The patient&#38112;outcome and action taken with dianeal therapy was unknown. No additional information is available.